Manufacturer narrative:
The customer indicated they would identify an alternate cable and proceed. No additional info has been disclosed.

Event description:
It was reported the navigation system was down and unusable. No report of pt injury.